Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/09/2019. H3 investigation summary: it was reported that the device had feature breakage intra-op and suture diameter issues. A dispensed needle-suture of product code sxpp1a301 was returned for analysis. During the inspection visual of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted; but, the sides of the fixation tab were broken. Also, the diameter of suture was measured and met with the requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿after passing the needle through the tissue, the suture came off. And it was found that there had been no fixation tab on the suture¿. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent total knee replacement on (B)(6) 2019 and barbed suture was used. During wound closing on the articular capsule, after passing the needle through the tissue, the suture came off. And it was found that there had been no fixation tab on the suture and the suture had been thin. The broken piece of fixation tab was searched in the surgical field, but it could not be found. It was considered that the fixation tab had been broken from the beginning, then another needle-suture was used for the patient. There were no adverse consequences to the patient.